Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of the touch screen being out of specification and further noted that errors were observed in the update history, both keyboard hinges and the power bay assembly were broken and that during final functional testing there was a link electronic module (lem) error. All found defective parts were replaced and all other identified issues were resolved. The device passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that there was an issue with the programmer screen and also with the stylus touch pen calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.